Event description:
During a laparoscopic procedure, the physician noticed the bovie tip was missing when he removed it from the pt. The scrub nurse stated that it was present at the beginning of the case. The abdominal area was explored laparoscopically and nothing was found. A portable x-ray was taken and the tip could be seen in the pt. The physician instructed the staff to keep the patient sedated until he could consult the family about possibly performing an open removal. Upon return of the rnfa and md, patient was extubated and sent to pacu for recovery. Dates of use: 2007. Diagnosis or reason for use: laparoscopic cholecystectomy with cholangiogram.